Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker and right atrial (ra) lead exhibited loss of capture for an unknown reason. No visable damage was observed on the lead. A revision procedure was performed where the ra lead was explanted and replaced. The pacemaker remains in service with the new ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the complete lead was returned. An x-ray revealed that the cathode coil was fractured at distal end of terminal pin. Analysis noted that this may have occurred during revision procedure.